Event description:
Patient was in pacu (post-anesthesia care unit) and it was noted that they had an emg (electromyography) needle in their right forearm. One of the two needles broke off from the connector to the emg wire, with the needle remaining in the patient's skin. The end of an emg needle was found left in the patient. The needle was then removed and visually inspected by charge and an emg tech, and it was confirmed that the end of the needle was fully removed. Rfo (retained foreign object) x-ray was obtained to make sure no part of the needle was left behind, and x-ray confirmed that there was no further needle present.